Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation and diagnostics anomaly. Device software download was performed and the device resumed normal functions. The patient was okay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.